Event description:
Technical services received a call on (B)(6) 2011. Caller called to report lead safety switch on this rv lead. Representative states that lead checks out fine today. Impedance is 320 in unipolar and has been 300-310 back to (B)(6) 2010. Representative checked threshold in unipolar and is 0.9v@0.4ms, in bipolar impedance is 700 ohms and threshold is 2.0@0.4ms. Representative states the device was left programmed to bipolar sensing and unipolar pacing. Patient is only paced about 14% of the time. Representative states that dr. (B)(6) is following patient but dr. (B)(6) signed the chart today. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).